Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2019 wherein the ipg was explanted and replaced. Issue resolved.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
It was reported the patient lost therapy and the ipg was unable to communicate with external devices following an unrelated surgery where the device was not put into surgery mode. As a result, surgical intervention may be pending.